Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple infusion set changes were performed to address the occlusions. Customer's blood glucose level ranged from 80 mg/dl to 180 mg/dl.